Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on july 26, 2018 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined, but it is likely that the age of the device, two (2) years and five (5) months, caused or contributed to the event.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was broken up after the baton was placed in the airway. The physician noted that it was impossible to visualize the airway. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.